Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level as well as customer got off low battery prior to off no power alert and did not hear the tiny beeps. Customer¿s blood glucose level was 400 mg/dl at the time of incident and 160 mg/dl at the time of call. The customer did not provide details on symptoms and treatment related to the high blood glucose level. Customer states it was less than 24 hours from the low battery alert to the off no power alert. The customer states the battery was previously used. Advised to insert a new battery and new battery resolved the issue. Troubleshooting was declined for high blood glucose level and troubleshooting was performed for off no power alert. The device will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No charge or battery less than expected anomaly, audio or vibrate anomaly and no unexpected battery power loss anomaly noted during test.